Manufacturer narrative:
Age at time of event: over 18 years. Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch record is unknown, and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is use error, because the kink in the wire was noticed upon removal from the hoop and was then used in the procedure, and the dfu states: do not use a guidewire that has been damaged as surface irregularities, bends or kinks may decrease performance characteristics." (B)(4).

Event description:
Same case as mfg. # 2134265-2010-05082. Event is reportable based on product analysis of the concomitant apex balloon catheter completed on (B)(6) 2010. It was reported that during a peripheral interventional procedure, a guide wire kinked and a balloon catheter was difficult to load onto the guide wire. The lesion was located in the diagonal branch of the left anterior descending artery (lad). A quantum apex balloon catheter 2.5x12mm was being loaded onto a kinked kinetix guide wire, and resistance and difficulty were reported, and the guidewire exited out of the monorail port. The procedure was completed with another 2.5x12mm quantum apex balloon catheter. No patient complications were reported. The patient's status is ok. However device analysis of the concomitant device revealed a puncture of the catheter shaft, consistent with a guide wire puncture.